Manufacturer narrative:
This report is submitted on august 24, 2021.

Event description:
Per the clinic, the patient experienced redness and swelling at implant site on (B)(6) 2021 (specific date not reported). The patient was placed under general anaesthesia (date not reported) in order to examine the implant site, where the extrusion of receiver/stimulator was confirmed. The wound was then sutured closed and the patient was treated with oral antibiotics (date and duration not reported) for (B)(6). A week later, the wound re-opened and effusion was observed. The patient was hospitalised for 4 days (date not reported). The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 17, 2021.